Event description:
It was reported that a balloon rupture occurred. The stingray lp catheter was advanced for dilation of the 100% stenosed target lesion. However, when pressurized, the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
(B)(6).